Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent, high, out-of-range pacing impedance measurements occurred on this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead. The spikes in impedance reportedly began several months prior. Boston scientific technical services (ts) reviewed stored and presenting electrograms (egm) and noted there was noise present. Ts suggested programming the respiratory rate trend feature off and evaluating the lead in clinic. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator, which had previously exhibited intermittent and high, out-of-range impedance measurements on the right ventricular channel, again registered high, out-of-range rv impedance measurements. Noise was also present on the rv channel but was not oversensed. However, noise on the right atrial (ra) channel was oversensed, leading to inappropriate episodes of atrial tachycardia response. Ra impedances were also high and out of range. Technical services reviewed device data and found that the rv impedance had been very variable for the past six months. Ts discussed the noise was likely due to the respiratory rate trend signal and recommended programming this feature off, as they had mentioned in response to the earlier rv impedance issues. Ts also discussed that the device was not pacing in either chamber so there was no risk of inhibition. Ts mentioned that these clinical observations were likely due to a spring contact issue and discussed options to mitigate the issue. Rrt was programmed off. Both ra and rv leads are from another manufacturer. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited intermittent out-of-range impedance measurements on the associated right atrial (ra) lead, which is from another manufacturer. Review of device data by technical services (ts) found oversensing on the ra channel, believed to be due to the respiratory rate trend (rrt) signal. This oversensing led to an episode of atrial tachycardia response. High, out-of-range impedance had previously been reported on the associated right ventricular (rv) lead, also from another manufacturer. Impedance measurements on the rv lead had continued to rise to high and out of range intermittently. Noise was observed on the rv channel, but was not oversensed. The ts consultant discussed that this was likely a spring contact issue. Rrt was programmed off per ts suggestion. No adverse patient effects reported. This device and leads remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent out-of-range impedance measurements on the associated right atrial (ra) lead, which is from another manufacturer. Review of device data by technical services (ts) found oversensing on the ra channel, believed to be due to the respiratory rate trend (rrt) signal. This oversensing led to an episode of atrial tachycardia response. High, out-of-range impedance had previously been reported on the associated right ventricular (rv) lead, also from another manufacturer. Impedance measurements on the rv lead had continued to rise to high and out of range intermittently. Noise was observed on the rv channel, but was not oversensed. The ts consultant discussed that this was likely a spring contact issue. Rrt was programmed off per ts suggestion. No adverse patient effects reported. This device and leads remain in service. Additional information was received that there was another recent alert for a high out-of-range rv lead pace impedance measurement as well as oversensing of noise on the rv lead in a recently stored episode. There was no inappropriate therapy provided by this ICD device. The rv lead is not a boston scientific product. Ts indicated it appears to be oversensing the t-waves intermittently because the timing of the noise is similar to t-wave timing. Ts discussed current rv lead sensitivity programming with the heathcare provider (hcp) and provided guidance to consider adjusting it as there is no history of ventricular fibrillation arrhythmias. Ts also noted the ICD device has approximately six months of battery longevity remaining and a capacitor charge time greater than 14 seconds, which is still appropriate. This device and the leads remain in service. No patient symptoms or adverse patient effects were reported.

Event description:
Additional information indicated that, at a device check, the noise could not be created with isometrics. Boston scientific technical services (ts) discussed potential causes of the issue. It was reported that the system would continue to be monitored.